Manufacturer narrative:
The results of this investigation concluded there were tears in cusps 2 and 3. There was a thin layer if fibrin on all three cusps. No acute inflammation or significant calcifications were observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted secondary to a suspected cuspal tear. A 23mm magna ease valve was implanted. The patient remains hospitalized.